Event description:
Hamilton company was informed on june 3, 2002 of an event that occurred earlier in 2002, in which the hamilton microlab at + 2 instrument reportedly did not pipette rows did not generate an error message. No death or injury resulted from this event.